Manufacturer narrative:
Correction made to b5: it was clarified that the tubes of the two (2) capd disconnect y sets sticks too tight but did not rip and did not result in a leak. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) samples were received for evaluation. A visual inspection with the naked eye did not observe any issue. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. There were no leaks observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubes of two (2) capd disconnect y sets sticks too tight and ripped which resulted in a leak. This occurred during drain of peritoneal dialysis therapy.there was no report of patient injury or medical intervention associated with this event. No additional information is available.